Event description:
(B)(6). It was further noted that during the index procedure, lesion 1 was located in the distal left circumflex (lcx). The lesion was 95% stenosed, 2.5mm in diameter and 28mm long. Predilation was performed with placement of a 2.5x32mm stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st left posterolateral branch. The lesion was 90% stenosed, 2.3mm in diameter and 8.0mm long. Predilation was performed with placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Post index procedure, the patient also experienced acute inferior st segment elevation myocardial infraction. Emergent cardiac catheterization was recommendation. Coronary angiogram revealed the left anterior descending (lad) thrombus in the mid portion with timi iii flow to distal vessel. Lcx 100% thrombus in the mid to distal portion of the vessel at the site of the previously placed stent. The patient was treated with export thrombectomy and angioplasty within the previously placed stent in the distal lcx. Final angiography revealed 0% residual stenosis. The lad was also treated with thrombectomy and angioplasty. Final angiography revealed resolution of thrombus with improvement in diameter.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. A taxus liberte stent was implanted in an unspecified vessel. Approximately 3 weeks later the patient presented with chest pain and a thrombosis was discovered. The patient was treated with medication and a target vessel revascularization performed. No patient complications were reported and the patient's status is recovering/resolving.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further noted that during the index procedure, lesion 1 was located in the distal left circumflex (lcx). The lesion was 95% stenosed, 2.5mm in diameter and 28mm long. Predilation was performed with placement of a 2.5x32mm stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st left posterolateral branch. The lesion was 90% stenosed, 2.3mm in diameter and 8.0mm long. Predilation was performed with placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Post index procedure, the patient also experienced acute inferior st segment elevation myocardial infraction. Emergent cardiac catheterization was recommendation. Coronary angiogram revealed the left anterior descending (lad) thrombus in the mid portion with timi iii flow to distal vessel. Lcx 100% thrombus in the mid to distal portion of the vessel at the site of the previously placed stent. The patient was treated with export thrombectomy and angioplasty within the previously placed stent in the distal lcx. Final angiography revealed 0% residual stenosis. The lad was also treated with thrombectomy and angioplasty. Final angiography revealed resolution of thrombus with improvement in diameter.